Event description:
It was reported that the pump exhibited inaccurate delivery of medication resulting in over infusing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and PMA/510k are unknown. No product information has been provided to date. Operator of device is unknown.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. H6. Health impact; updated., corrected data: g3 and g5.

Manufacturer narrative:
Device evaluated, one pump was received at the investigation site. Pump was repaired by service prior to being aware of complaint. However, functional testing did not find any issue with accuracy and no error codes were reported. Preventative maintenance was performed and the device passed all functional testing. Product is beyond a year from manufacture and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.